Event description:
The pt reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her left eye (os) in 2008. The pt reported that since the surgery, there has been a spot-like finger print on the left side of the icl. The pt finds the spot annoying, otherwise is very happy with her new lens. The surgeon reported after the icl was implanted, he looked at the icl under the microscope and the icl looked fine. The surgeon stated the pt had some iris prolapse and atrophy after the surgery and the pis looked patent. At the post-op visit the following month, the icl looked fine, the vision was good and the best-corrected visual acuity was 20/20. The icl remains implanted.

Manufacturer narrative:
Iris - (iris atrophy) - (spot-like finger print on icl) - eval: results - a lens work order search was performed and no similar complaint was found within the work order.